Event description:
Medtronic received information regarding an imaging system being used during an unknown procedure. It was reported that the site initially had trouble opening the gantry using the pendant. They eventually managed to open the gantry and closed it around the patient. However they could not get the field of view (fov) to show up, and the system only successfully captured an "ap" image, but not a lateral image. The site brought in another imaging system to continue with the surgery. There was a less than one hour surgical delay and pending impact on patient outcome. Additional information was received. The procedure was a posterior spinal fusion l2 to l5 and there was no impact patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, unable to replicate the reported issue. Site was not familiar with the system. Additionally the tech completed several reboots of the system in a short period of time less than 20 minutes. Likely cause of the issue was user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.